Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the event. Hsc found that the customer's quality control (qc) was in range at the time of the event. The customer stated that since the preventative maintenance that was performed, the issue has been resolved. The cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on three patient samples on a dimension xpand with hm instrument. The initial results were reported out to the physician(s), which were questioned. The customer repeated the same samples on the same dimension xpand with hm instrument, resulting lower. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.